Event description:
Caller alleged error issues and discrepant results with inratio. Date: 2009, inratio: 6.2, lab: 2.21.

Manufacturer narrative:
Nes error occurs when there is not enough sample applied to the test strips to fill the test area, and/or strip channel is blocked. User was wiping first drop. Error may be caused by user's poor technique. User also provided correlation data from expired strip lot. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 6.2, lab: 2.21, mean: 4.2, confidence limits: 2.4-6.1. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inr values are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Expired strips were used. Products were misused. No further investigation is required. Patient was on lovenox (low mw heparin) at the time the results obtained. The test should not be used with low mw heparin per product labeling. The meter will not be returned. No corrective action is required as not product deficiency was established.